Event description:
It was reported the patient's extension and implantable neurostimulator (ins) were replaced due to infection. It was later reported a culture was done and it was positive for infection at the patient's ins site. It was also stated the patient was reimplanted with a new device and was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va02j19, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# va02j19, implanted: (B)(6) 2012. Product type: lead: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37601, serial# (B)(4). Product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The following information was previously reported in MFR report # 3004209178-2013-00075, and any additional information received will continue to be reported in this MFR report: [additional information received reported that the patient experienced an infection. It was stated that the patient's symptoms were swelling and drainage. It was noted that the patient had his implantable neurostimulator (ins) and extension explanted. It was stated that the patient had an x-ray on (B)(6) 2013. It was reported that the patient required hospitalization and that the serious injury/illness was still ongoing. Additional information received reported that the cause of the event was an infection and that the patient had pus. The outcome was also marked as an ongoing serious injury or illness and hospitalization was required. Due to this, it appeared that the patient was still having issues with an infection.]